Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the return tube had a crack causing insufficient flow rate and leaking. The return tube was replaced as well as the damaged pcb board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer's pump is not working. There were no reported adverse events.